Event description:
As reported on the spreadsheet received by natus on 14feb2018, a codman lumbar catheter easily becomes disconnected from the portas as it is not connected by luer lock. This event occured after implant; the patient had no symptoms prior to the separation, but the device was revised. There were no reports of delay or patient harm. Customer is concerned of increased of spinal cord infection due to loss of asepsis as well as risk of loss of cerebro spinal fluid causing significant neurological complications. No more information is available. Additional information: device will not be returned. A questionnaire from the department of health - therapeutic goods administration was requested to be completed and returned within seven days. On 15feb2018 additional info received: yes, the drains were removed and revised after implantation. Issue did not occur during implantation.

Manufacturer narrative:
Natus has completed their investigation. The results forwarded by codman on 16march2018 (complaints # (B)(4)) included the referenced: methods: review of device history records. Review of complaints history. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of the device history record found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. A review of complaint records for the previous 12 months found two similar reported complaints against this product and lot code combination; however, neither of them were confirmed. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this or similar complaints. This complaint is now deemed closed, should the device be returned or if additional information becomes available the complaint may be reopened.